Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. Adverse type was incorrect in the initial MDR, reported issue should be both an adverse event and product problem.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309628 batch# 3034733 it was reported that the bd luer-lok had visible droplets (silicone, water, etc.). The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached "(redacted patient information) male patient who called astellas medinfo today to report an ae/pqc. He stated: "I had my first izervay injection about a month ago, in my right eye. Right after the injection, my eye pressure went over 60 and I was blind for at least 20min in my eye... I couldn't see anything! I also developed a big bubble in the bottom of my right eye, like a big grey floater." "Today, almost a month after, I'm a bit better but my eye still has not returned to normal. I have blurry vision and the contrast is bad... The bubble is still there." "The injection was done on my right eye, not on the left one. My left one is the lazy eye." "I haven't seen my doctor since... They were in such a rush! Didn't even speak to me much after the injection, they said I'd be okay and then left, and they had a dozen more patients to see. I'm not coming back to that doctor!" "I have very small eyes. My doctor told me I had the smallest eyes he's ever seen!" Product number - 309628 lot number - 3034733 additional information provided: "patient had their injection on august 30, 2024, and never reported any adverse effects as mentioned in the report. The clinical supervisor stated that increase in the eye pressure is a common adverse effect and that they will not release the patient without checking the eye pressure and ensure they are ok. The patient then saw dr. Gill (optometrist) on september 24, 2024, for glasses and never report any adverse effects from his injection to the optometrist and his vision was little better compared to what it was before the injection. The patient cancelled their appointment on (B)(6) 2024. The clinical supervisor stated that the lot number for the august 30, 2024 injection was t16230257a."

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.